Manufacturer narrative:
Due to character limitation, below field are added from e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during operation, cardiosave intra-aortic balloon pump (iabp) required vacuum filter replacement. No harm or injury reported to patient.

Manufacturer narrative:
Updated fields: b4; g6; h2 h6 type of investigation, investigation conclusion, investigation findings; h11. A getinge field service engineer (fse) evaluated the unit and stated that the vac filter needed to be replaced - the filter was very dirty. Fse replaced muffler 1/8 npt (d103-00-0631). Fse calibrated pressure and vacuum regulators after filter replacement. Ok (pressure readings within the reference range). Functional tests were carried out. Pump is functional. Patient involvement was there, no harm reported.

Event description:
N/a